Event description:
Capio device noted by surgeon to be misfiring. No further description found in operative note. Manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic or, capio slim (per site reporter). Not known at this time.